Event description:
This is a report of a patient that experienced a connection issue with two components of a minicap transfer set. It was reported that the twist clamp became disconnected from the connector main body. There was patient involvement; however, no patient injury, medical intervention, or adverse reaction was reported in association with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional tests performed included leak testing, clamp function testing, clear passage testing, and integrity of seal surface testing with no issues noted. Visual inspection of the device noted damage to the dark blue connector and a crack along the light blue main body of the sample. Based on the information available, it could not be determined if the cause of the connection issue was related to the damage noted during evaluation. The reported connection issue could not be verified and a cause could not be determined. A CAPA has been opened to further investigate/address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.